Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a vnus closurefast device. The customer reports a pt had a successful vnus treatment on (B)(6) 2010, and on (B)(6) 2010 a dvt in the r fem-pop vein was diagnosed by routine duplex. The md reports the pt did not have any previously known risk factors for dvt and there were no complications or complaints during the procedure. Pt has been placed on coumadin and lovenox.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.